Manufacturer narrative:
The serial numbers from the pumps that customer have had trouble with are (B)(4). The lot numbers and expiration dates on the cadd cassettes were product number 21-7302-24, lot 4095686, expiration date 1/21/2026 and product number 21-7302-24, lot 4122832, expiration date 4/11/2026.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device has been alarming before the medication is completely infused. The error on the pump was "no disposable, pump won't run." This occurred on two pumps in the past week. One cassette had approximately 100ml remaining when it alarmed. The other had about 5ml remaining. They contacted (B)(4), and a representative stated that there had been a change in the product involved a flowtop valve. Additional information reported that there were four total events, all of which had patient involved. Customer did not provide information as to which pump and cassette were used with each patient. It was noted that one patient had to come in for the remainder of their drug. They had to stay an extra three hours to finish infusion, otherwise, no further information was provided.